Manufacturer narrative:
Additional information has been requested to the sales representative, if further information is received and/or if the product is returned and analyzed. A supplemental report will be issued.

Event description:
It was reported that this implantable electrode was explanted and replaced due to an unspecified product performance issue. This product is not expected to be returned for analysis and no additional adverse patient effects were reported.

Manufacturer narrative:
Additional information has been requested to the sales representative, if further information is received and/or if the product is returned and analyzed. A supplemental report will be issued. Corrected field (g. All manufacturers) - manufacturing site fields were corrected upon receipt at our post market quality assurance laboratory, a thorough evaluation of the electrode was performed. This electrode was returned severed, approximately 6.6 centimeters from the terminal end, which is likely surgery-related damage. Visual inspection revealed no abnormalities. Testing was completed to assess the electrode electrical performance, and the measurements were within normal limits. Laboratory testing found no evidence of device defect, malfunction, or damage outside the bounds of normal medical use.

Event description:
It was reported that this implantable electrode was explanted and replaced due to an unspecified product performance issue. This product was returned for analysis and no additional adverse patient effects were reported.